Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2015, the dialysis catheter, alphacurve type (15 cm) was reportedly placed via the right internal jugular vein. That night the patient reportedly cut the catheter by himself and was reportedly found deceased the next morning.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complainant had indicated that the catheter had been intentionally cut by the patient who ultimately died as a result of blood loss and the event will be considered user-related. It was reported that, ¿¿the patient was said to be found bleeding massively, crouching in bed. The catheter was reportedly found to be cut off. Attempts were made to stop the bleeding; however, the patient reportedly expired due to hemorrhagic shock. The facility and the patient's family believe the patient cut the catheter himself.¿ the event was confirmed as a result of the complainant¿s admission that the event was intentionally caused by the patient and if a sample is returned for assessment the physical evidence of the cut failure mode will be documented. No implicated product lot was submitted for standard review of the quality and inspection records associated with the product lot.